Manufacturer narrative:
Reference: (B)(4). Product has not been received by orthopediatrics but the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event was reported by colleague of the implanting and revising surgeon. Additional information is unknown.

Event description:
It was reported that following an extension osteotomy procedure, the patient underwent a revision due to a screw backing out. Attempts have been made and additional information on the reported event is unavailable at this time.